Event description:
Pt rec'd a 2.5mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the 1st diagonal branch (ref MFR 2953200-2011-00420). During procedure, the pt rec'd also two 2.25 mm diameter x 30mm length endeavor sprint rx stents in the 2nd diagonal branch (ref MFR 2953200-2011-00422). It was reported that the pt suffered an mi one day post procedure. Pt was asymptomatic at 1 month f/u; however, it was reported that the pt presented with symptoms and was re-hospitalized approx 1.5 month post implant of the relevant stent. Angiogram confirmed the occurrence of an mi. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (mi).